Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose ws 527 mg/dl. The customer is treating with a 200 % temp basal as per her healthcare provider. The customer has already spoken with her healthcare provider and says she is a nurse.